Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information during the implant of this right atrial (ra) lead high pacing thresholds were noted thus an attempt to reposition the lead was attempted but was not possible as it was not possible to retract the helix and then extend the helix when repositioning. A new lead was used. No adverse patient effects were reported. The lead will not be returned.